Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a pinnacle® posterior pelvic floor repair kit (MFR report #3005099803-2013-05600) and a solyx single incision sling system (MFR report #3005099803-2013-05085) were implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced injuries (specifics unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.